Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a power on reset (por). The implantable neurostimulator was restarted by a company representative via the use of the n'vision programmer. The patient recovered without sequela. As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed.